Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y3fc, implanted: (B)(6) 2015, product type: lead; product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty during the procedure. It was confirmed that the header bore was clear, the set screw was backed out of the bore, and they were still not able to insert the lead. Rotating the implantable neurostimulator (ins) while inserting the lead initially allowed them to get the lead further into the ins. The health care professional (hcp) was able to get the lead all the way into the ins. The blue tip was fully seated and visible. They could not confirm the tightening of the setscrew. There was no visible damage to the lead. Following the call, it was later reported that they were not able to tighten the setscrew on the lead. The ins was replaced and they did not have any other issues with the new ins. After further follow-up with the rep, it was reported that there were no patient symptoms. They turned the lead when inserting and were able to get the lead into the header block. However, the set screw would not tighten at all. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) determined that there was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the weld pools on the connectors would get stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The channel of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector.